Manufacturer narrative:
(B)(4). The reported event of infection cannot be analyzed via laboratory testing. UDI(di): (B)(4).

Event description:
It was reported that patient was hospitalized for an infection at the ipg pocket site. Patient was treated with IV antibiotics, which resolved the issue.